Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external drainage and monitoring system was noted to have a large crack on either side of one of the stopcocks. The stopcock itself should be affixed to the system but was broken off. It was noted that there was no apparent harm.